Event description:
Ous MDR - decreasing impedance from 546 to 468 ohm. Once in a while loss of capture. Noise on the iegm. Patient complains of dizziness. Percentage pacing 78%. The rv lead was explanted.

Manufacturer narrative:
The pacemaker (pm) was not returned. The analysis is thus based on the analysis of the lead as well as on the inspection of the quality documents associated with the manufacture of the lead and the pm. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection of the lead, multiple abrasion marks were noted along the lead body. In particular between 55.5 cm and 57 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further inspection showed a deformation of the inner conductor coil close to the is-1 connector pin. This damage most likely resulted from over torquing during the retraction of the fixation helix. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.